Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The customer returned a single assembled device. A visual examination of the device revealed that the catheter had been broken off from the cartridge, had detached under the strain relief and, matched the image received from the customer, and is twisted in various locations. As the bag the customer returned the device in does not support or protect the catheter from breaking off of the cartridge it is possible that this damage occurred during transit from the customer. As the catheter has also become detached under the strain relief, it is suspected that this is where the customer experienced the leaking. As the twisting along the length of the catheter appears to have caused this stress break of the catheter under the strain relief. The processes used to manufacture this device were examined revealing no instance in which the catheter would be under such stress. Whatever caused the twisting of the catheter could not be determined, and the reported leaking appears to be directly tied to this defect. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The customer reported that during a varicose vein case, they noticed a defect in the clarivein catheter. When they tried to inject the chemical medication, it went through out the defective part, then they had to use another from the shelf. The customer reported that there was no patient injury.